Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had emitted a call service alarm with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:a review of the pump¿s history showed no activity outside of normal use; however consecutive cs054/cs052/cs012 on 09/15/13 and on 06/23/13 were observed. During testing, the pump powered on normally with no call service alarms. The processor was able to be successfully reprogrammed and the pump¿s cover was removed, no intermittent condition was found to the internal components. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).